Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was previously hospitalized for a diabetes-related issue. The customer stated that at that time he was using the recalled quick-set infusion sets. The customer then stated that he was currently receiving recurring no delivery alarms. The customer mentioned that he had lost his inserter device and had been inserting his infusion sets manually with his skin flat. It was explained to the customer the proper technique for manual insertion. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.